Manufacturer narrative:
Blood was observed on the device. Inspection of the formed needle found the distal tip to be inadequate. The inadequate formed needle tip is confirmed as the cause of the bleeding/bruising. The soft cannula was observed to be stretched and measured out of specification at 1.12 inches. The timing and cause of this damage could not be determined. Due to the damage to the soft cannula, fluid was unable to flow through the complete fluid path. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.